Event description:
The customer contacted baxter's (B)(4) regarding a check supply line alarm, which occurred on the homechoice (hc) during the prime cycle. The home patient was connected during prime. The baxter technical service representative (tsr) explained she cannot be connected during prime and would need to start over with new supplies. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the report of the patient being connected during prime. The pd nurse stated the patient contacted the on-call nurse and was instructed to end therapy and start over with new supplies. There was no patient injury or medical intervention. The pd nurse stated she was planning a home visit this week. Product surveillance requested that the pd nurse re-train the patient on proper procedures related to priming. The pd nurse stated she would review this with the patient and her caregiver.

Manufacturer narrative:
(B)(4). The patient discarded the device, so no evaluation could be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was due to use error. A labeling review was completed and found to be adequate. Proper procedures were reviewed with the home patient. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).